Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump battery was observed to be jumping up 30-40% following a supply change. Review of the pump data logs by tandem technical support showed the pump battery depleted from 100% to 70% within one day. There was no reported impact to the customer's blood glucose level due to the battery issue. Reportedly the customer would continue to use the pump for insulin therapy.